Event description:
It was reported that during a procedure error 72 was observed. The system was rebooted but the error could not be cleared. The procedure could not be completed and was canceled. No harm to the patient was reported.